Manufacturer narrative:
Correction: upon further review of the issue, analysis determined that no there was not an aro.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacturer date provided. The reported issue was reviewed by medtronic personnel. It was reported that the software was found to be functioning as designed as the handswitch of the imaging system was replaced to restore functionality.

Manufacturer narrative:
Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was noted that the intermittent handswitch was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: unknown. Number of persons adversely affected: none.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that a radiographic image was aborted twice in a case. The image aborted at the detector location both time. There was no patient present when this issue was identified. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.